Event description:
The device was used during an ovariectomy. Reportedly, the instrument jammed and did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.